Event description:
End-user is involved in joystick recall. States chair accelerated. Shoulder was injured when she hit wall. She is scheduled for MRI monday (B)(6) 2014. This product is on the list of serial numbers impacted by the medical device field removal joystick recall invacare power wheelchairs equipped with spj+ joysticks or mk6i driver controls.